Event description:
Initial implant on (B)(6) 2024. Normal device interrogation (B)(6) 2024. Home monitor transmission (B)(6) 20224 @2000hrs of rv lead monitoring episode. Short interval counts. Sensing drop. Threshold rise. Impedance drop and cxr performed (B)(6) 2024 demonstrated lead dislodgement. Rv lead successfully repositioned (B)(6) 2024.

Manufacturer narrative:
Combination product: yes we received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the observed dislodgement cannot be determined.